Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance issue. Additional information from the sales representative indicates that the lead was found dislodged after two previous lead revisions. Also, information from the field representative indicates that lead dislodgement was found over a year ago but it was reported until the lead revision procedure. This lead was successfully replaced. No additional adverse patient effects were reported.